Manufacturer narrative:
(H3,h6): medtronic representative went to the site to test the system, logs indicate galil 24vdc out of spec intermittently causing booting and motion issues. Image acquisition system (ias) fans run when system was powered off and unplugged. Replaced motion interface, power conversion and power tray. Performed system checkout per system functions as intended. B01,c02,d02 codes applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000860r; product ID: bi71000180r;product ID: bi71000861r; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that system was having intermittent issues opening and closing. The buttons on the pendant seem to intermittently go unresponsive when trying to open and close. Additionally, the operator must hold the m (motion calibration button) for the system to turn on. There was no patient present.

Manufacturer narrative:
(H3, h6): no parts have been received by manufacturer for evaluation. B17, c20, d15 codes applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6) the power conversion was returned to the manufacturer for analysis. Analysis found that unable to confirm reported complaint, intermittent unable to open. Power conversion enclosure failed bench testing. Transistors were failed, both transistors were shorted. MDR codes: b01, c02, d02. Return date: 2025-04-17 h3, h6) the power tray was returned to the manufacturer for analysis. Analysis found that unable to confirm reported complaint, "intermittent unable to open." Verified both fuses in the power tray tested good. Installed power tray into test system. The system powered on, booted and readied several times successfully. The system functioned as expected. Multiple 2d and 3d imaging were taken and successful. No functional problem were found while under test. MDR codes: b01, c19, d14. Return date: 2025-04-17 h3, h6) the rotor motion control was returned to the manufacturer for analysis. Analysis found that unable to confirm reported complaint. "Intermittent unable to open." Installed rotor motion control in imaging system. The system initialized. Motion calibration passed. Motion, generator, communication and charging readied. The gantry door opened and closed successfully. Docking passed. 2d and 3d images were successful. MDR codes: b01, c19, d14. Return date: 2025-04-16 continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000176, serial/lot #: (B)(6), product ID: bi71000195, serial/lot #: (B)(6), product ID: bi71000180r, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.